Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 211283 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 211283 and device part number 195-430h / lot 207629. Quality control release testing met specifications and there were no false negative results observed. The review of the complaints reported as false negative results (confirmed, unconfirmed and conflicting results) related to kit lot 211283 showed that the complaint rate is(B)(4). A product deficiency has not been identified. H3 other text : single use, device discarded

Event description:
The consumer reported a false negative result with binaxnow covid-19 antigen self test assay performed on (B)(6)2022 on a nasal kitted swab. The consumer confirmed that she had covid-19 a week ago and reportedly she is still not feeling well. The consumer stated that she was given a cough medicine. The consumer confirmed that she is following up with her healthcare provider because of a false negative result. No additional information was provided.

Event description:
The consumer reported a false negative result with binaxnow covid-19 antigen self test assay performed on (B)(6) 2022 on a nasal kitted swab. The consumer confirmed that she had covid-19 a week ago and reportedly she is still not feeling well. The consumer stated that she was given a cough medicine. The consumer confirmed that she is following up with her healthcare provider because of a false negative result. No additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.